Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead experienced increasing thresholds since implant to a high threshold level. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.